Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure for a femoral sub-trochanteric fracture case the cable (without plate) tensioner could not apply tension more than 20kg. The device was washed with saline to clean of the blood and the same failure occurred again. The surgeon used a soft steel wire owned by the hospital to complete the case. The event resulted in a 30 minute surgical delay it was reported no harm occurred to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records has been requested. Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review has been conducted. The report indicates that the pioneer surgical technology manufactured the 1.7mm cocr cable w/ ti crimp 750mm, p/n 611.105.01, and lot number p175850 for po 1610244. The supplier¿s certificate of compliance (dated 3/18/14) indicates the parts were manufactured to p/n 611.105.01 met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns039781, revision ¿d¿ (completed 3/27/14). Ncrs 1098336 and 1116030 were written 3/27/14 for the parts being opened outside of the controlled cleanliness area. An mc was generated to correct the routers for this part and others in the family, and the ncrs were closed. The parts were released to the warehouse 4/29/14. P/n 611.105.01 is made from drawing, 611.105.01, revision ¿b¿, released september 9, 2002. A manufacturing evaluation has been conducted. The report indicates that the cable was returned for investigation. Examination of the cable shows it has been used as reported, but it is in good condition with no product fault. The cable was manufactured meeting all specifications in may 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.